Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 (B)(4) events were previously reported during the reporting quarter; however: (B)(4) previously reported events were included under MFR report # 0001811755-2019-03396 but should be included under this report. (B)(4) total events were reported for this catalog number/device code combination for the reporting quarter. (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) device investigation type has not yet been determined. Event confirmation status (B)(4) reported events were confirmed. (B)(4) reported event was not confirmed. Evaluation results (B)(4) devices were found to be affected by corrosion. (B)(4) device had no problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had run-on. (B)(6) events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had run-on. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 4 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.